Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) touch screen was unable to be calibrated. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the touchscreen. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.